Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a sequence of alerts within minutes, including an occlusion alert, a prompt to resume insulin delivery, an insulin set expired alert, and a separate calibration not used alert; the user observed tubing only partially filled and noted a new pump carrying bag that could have contributed to the occlusion, and a full infusion set and site change resolved the occlusion. Symptoms included hyperglycemia with a blood glucose of 209 mg/dl. Outcomes included no need for medical intervention, no use of backup therapy, and no ketone testing. Investigation included troubleshooting and user education. Investigation of this case revealed an infusion set occlusion that resolved after supply and site change and no evidence of external kinks or knots. It was concluded that the event was consistent with an infusion set occlusion detected by pump pressure sensing, with restoration of insulin delivery after set replacement.